Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation with her scs system. Consequently, a surgical intervention was undertaken on (B)(6) 2017 wherein the lead was repositioned due to ineffective stimulation. Postoperatively, a hematoma was discovered as a result, the patient was admitted to the hospital and released the following day. The issue is resolved.